Event description:
The customer reported the image from the subject device was grainy and not visible during a procedure. Additional details were requested regarding the reported event. No additional information was provided. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device was sent to an olympus service center for evaluation. Inspection and testing confirmed there was no image. There was a color bar on the screen due to a faulty cable. In addition, there was a shortage in the cable due to a kink, the connector was cracked, and the image was wobbling due to a loose coupler stopper ring. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the color bar and noisy image were due to a faulty connector and a faulty cable. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.